Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this system identified no capture at maximum device outputs in bipolar configuration; however capture was obtained in unipolar configuration. The patient has an underlying rhythm and was asymptomatic. Noise was able to be reproduced with pocket manipulation. Review of the device data identified a signal artifact monitoring (sam) episode which had been generated due to an out of range pacing impedance measurement on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient was admitted to the hospital and the boston scientific sales representative was unable to find out any further information. It is unknown if any further procedures were performed and at this time available evidence indicates the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this system was subsequently explanted and replaced with a competitive device. No additional adverse patient effects were reported.